Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 213mg/dl. Customer stated the blank display occurred after the pump reset. Customer's display did not return. The customer was advised the pump will be replaced.